Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary ==> it was reported breakage suture. One picture was provide for analysis. Upon visual inspection of the picture the following was observed: one sealed overwrap of product code w8702, lot pgb945. However, as the sample complaint was not noted; no conclusion could be reached as to what may have caused the reported incident . A manufacturing record evaluation was performed for the finished device lot pgb945, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cardiac bypass procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke while sewing vascular tissue. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.